Manufacturer narrative:
Patient weight unknown/ not provided. Lot number unknown. Product not returned.

Event description:
It was reported that the abutment screw (iunihg) fractured. It was also reported that while trying to remove the fractured abutment screw the dentist fractured collar of the implant. ((B)(4))

Manufacturer narrative:
Zimmer biomet complaint (B)(4). One t3® implant was returned for inspection. A visual inspection revealed signs of wear and tissue attachment about the threaded region and collar. The internal drive feature is confirmed to contain the reported fractured screw, which was too badly damaged to be removed. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of biomet 3i titanium abutment screws, it is recommended to torque at 20ncm. A singular cause for the complaint could not be determined.